Event description:
User facility medwatch received that states that the patient arrived at the clinic on (B)(6)2024 with noted damage to the bend relief of the battery connector. The system controller was exchanged.

Manufacturer narrative:
Section h10: medwatch (B)(4). Manufacturer's investigation conclusion: the reported event of damage to the strain relief of the "battery connector" on heartmate 3 system controller ((B)(6) was unable to be confirmed. No photos/videos of the reported damage were submitted and to date product was not returned for analysis. Log files were not submitted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.